Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear and tear of the charged couple device the device was no recognized and there was no image. Based on the results of the investigation, the underlying root cause remains undetermined, yet there is a suggestion that the charged couple device may have incurred damage during handling by the user. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was no image on the bronchovideoscope and the device was not recognized. The issue occurred during preparation for use. There were no reports of patient harm.